Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on non-sustained ventricular t achycardia episodes which caused mode switching on the patient's device. The physician decided not make any programming changes and to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.